Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump has unresponsive buttons. Blood glucose reading was 251 mg/dl. The customer had been attempting to deliver a bolus when the act button stop responding. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.